Event description:
It was reported that while using bd vacutainer® flashback blood collection needle the customer observed blood leakage at the flashback chamber . This event occurred 10 times the following information was provided by the initial reporter: "during blood collection, blood leakage was found at the flashback chamber, which resulted in the inability to conduct blood collection."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary "material #: 301746 lot/batch #: 1354481 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage due to damaged hub was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage due to damaged hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle the customer observed blood leakage at the flashback chamber . This event occurred 10 times the following information was provided by the initial reporter: "during blood collection, blood leakage was found at the flashback chamber, which resulted in the inability to conduct blood collection."